Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure of verification of flow in tubing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system was pumping too fast. At the beginning of the procedure, an ar-6411 redeuce pump tubing w/connector, 8'' long was primed, and upon inserting it into the joint, the pump started pumping too fast, and the patient's knee started to flare up. The tubing was pulled out and the pump pressure was lowered, and it seemed to return back to normal. The patient was sent to the emergency room. The pump settings were set to 50, but it started to spin very fast at the start. The pump was used all day and had no issues until this event occurred. This was discovered during the case. Additional information has been requested on 20-aug-2025. On 09/04/25, additional information was received via email from the sales representative indicating that the patient was sent to the emergency room as the healthcare provider believed that the patient had extravasation from the pump overpressuring during the surgery that took place on (B)(6) 2025. It was noted that a pulse was not felt in the operative knee, and it appeared pale. Before leaving the operating room and going to the emergency room, the leg regained a pulse. The extravasation seemed to extend past the joint space into the quad tendon. Spinal needles were placed into the quad to release fluid/pressure. The patient was discharged from the emergency room the same night and is doing fine postoperatively. It remains unknown if a pressure test was conducted prior to the event or if any errors or alarms were present. The pump pressure settings at the time of the event were confirmed to be at 50. The representative was told that they may have skived into the quad tendon or pushed the trocar too far through the capsule during the procedure. Reduce tubing was used, and the pump was used all day without issue.